Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model. It was also reported at the time of the post-operative programming, the patient stated the pain was "much better".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her scs ipg pocket site regardless of stimulation after losing a significant amount of weight and the ipg becoming superficial. Surgical intervention may be taken at a later date to address the issue.